Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of a 85mm diameter thoracic aortic aneurysm in zone 2. It was reported that during the index procedure, the physician deployed the device and turned the ¿tip capture release handle¿ to release the tip capture mechanism. However, it was reported that the tip capture mechanism did not release, and the physician had to disassemble the handle to manually release the mechanism. It was reported that while manually disassembling the handle, the stent graft moved proximally, partially covering the common carotid artery. A non-medtronic bare metal stent was implanted and resolved the partial covering of the carotid artery. No additional intervention was required. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, the patient is fine, and will continue to be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.